Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred before patient use. The reporter stated that flow had been observed prior to the event, when the device was primed after fill. There was no patient involvement. No additional information is available.